Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure. The system displayed a system message and there was a "possible clog in the phacoemulsification handpiece". There is no known patient impact. Additional information has been requested, but none has been received to date.